Event description:
A beckman coulter (bec) remote management system (proservice) indicated high white blood cell (wbc) background on the unicel dxh 800 coulter cellular analysis system. The customer was informed of the proservice trigger. There was no report of injuries, erroneous results or change in patient treatment in connection with this event. A bec field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the wbc background was running high, and ran a complete blood count (cbc) noise test. The fse found that aperture 3 had high noise, and replaced the wbc bath assembly to resolve the issue. The fse ran cbc fine gain calibration and cbc flow rate compensation as part of the replacement procedure, and the instrument ran within specification. (B)(4).